Event description:
It was reported that, "the patient was undergoing a right scaphoid closed reduction plus internal fixation using a headless screw. The guide pin for the screw broke inside the distal scaphoid and trapezium when I was drilling the tunnel for the screw, without any apparent cause. I was having no resistance drilling the bone and was not forcing any angle on the guide pin. That break was managed with a second volar incision over the trapezium and removal of the guide pin from the trapezium."

Manufacturer narrative:
Investigation in progress but not yet complete.